Manufacturer narrative:
No pt info available as no pt involved in this concern. Per RMA, a new bob was sent to site for replacement. Damaged bob eval noted, the cable jacket is cut open exposing internal wires. The two posts are also bent. The break-out-box was otherwise functional returning green status for all ports.

Event description:
Medtronic rep reported the break out box cable is damaged. The event did not occur during surgery and no pt was present.